Event description:
Sorin group received a report that the s5 double head pump displayed an error and the counters for the cardioplegia delivery quit functioning correctly during a procedure.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump displayed an error and the counters for the cardioplegia delivery quit functioning correctly during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to reproduce the problem. The cardioplegia module and pump performed as expected. The pump was removed and returned to sorin group for evaluation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.